Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and identified an oil leakage on the c-arm, as well as insufficient oil level. The engineer rectified the issue by reconnecting the oil pipes and replenishing the cooling oil. After which, the system was restored to proper working order. The codes have been updated based on the investigation's outcome.